Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed. A field service engineer (fse) found the drawer main 3-2 was hard to open and close. The fse removed the drawer and found pieces of slide bumpers in the bearing cage. Then cleaned debris and installed both back bumpers on slides. The drawer was tested and operated smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed and stuck. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.